Event description:
The hot pack is not getting hot. As soon as it is popped, it will either just stay luke warm or does not get hot at all. Manufacturer response for hot pack, accu-therm (per site reporter). We just now reached out to medline and are awaiting their reply.